Manufacturer narrative:
Interrogation of the device found that the drugs being delivered were 8.0 mg/ml dilaudid at 0.0527 mg/day and 230.0 mcg/ml baclofen at 1.52 mcg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
The product was returned to the manufacturer for analysis. Records indicate that the device was explanted on (B)(6) 2019. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2018-dec-13, regarding a patient receiving unknown medication via an implanted infusion pump. The indications for use included non-malignant pain, chronic low back pain, and degenerative disc disease. The patient lost weight in 2016, (60lbs). It was reported that when the patient's pump was replaced on (B)(6) 2017, due to regular longevity. The patient asked the healthcare provider (hcp), if the pump could be implanted deeper. The hcp reportedly said it had to be in the same pocket and the pump took forever to heal because the pump kept rubbing. It was noted that you could see the pump sticking out, and another hcp said there needed to be a revision in the process, the patient was still waiting and was told she needed to have consults. The patient reportedly had all the consults and still had not gotten the revision. The patient was in pain due to the pump sticking out, and fired the hcp. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. If information is provided in the future, a supplemental report will be issued.